Event description:
There is no additional event information available at the time of this report.

Manufacturer narrative:
An imp,tsv,4.1mm,sbm,11.5 was received for investigation alongside an unreported healing collar. Visual inspection of the as returned product identified signs of wear from use in the form of biological residue coating a section of the implant's exterior, but no other signs of significant damage or deformation. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The returned implant's dimensions were measured with digital calipers and found to be within the specifications in the product's engineering drawing. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant had to be removed due to significant bone loss. Tooth location 29.